Event description:
It was reported that a patient underwent an unknown procedure in 2023 and barbed suture was used. During the procedure or prior use on the patient,it was reported that 3 needles from the package kept breaking and we could not use them. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number. Please clarify if these issue happened in a single procedure. What instruments were used to grasp the needle?- where was the needle grasped during use? What was the size of the needle used? What tissue was being sutured when the event (needle breakage) occurred? Were x-rays performed to localize the needle tip? Does the needle tip retain in the patient's tissue? If the needle tip retained, where is it located/in what structure? If retained, were there any patient consequences? Please specify. Was the needle piece removed or is it planned to be removed? If yes, please provide details. What is the patient¿s current status? What is the patient age, weight, and medical history? Status of product return. Events reported via: 2210968-2023-08743, 2210968-2023-08744.